Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced headaches and pain in the extremities since the device was implanted. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient plans to have the device removed.